Event description:
This ra lead was explanted and replaced during a regular device change-out, due to intermittent oversensing. The associated rv lead was also removed during this system change out. There were no adverse patient side effects reported. Should additional information become available, this event will be updated. It was replaced with the same model lead.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The analysis revealed multiple signs of wear along the lead body. In particular 6 cm distal to the is-1 connector pin the insulation was found rubbed through. This damage can be considered to be the root cause of the clinical observation. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of interaction with the generator housing. Furthermore between 37 cm and 48 cm distal to the is-1 connector pin severe abrasion marks were noted, which most likely occurred due to constant friction against a nearby lead. However the insulation was still intact in this region. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem. Biotronik monitors the post-market performance of its products closely in order to identify any trends that may reveal over time a potential manufacturing or design issue. The historic performance of the product involved in the current case does not at this point reveal any such trend.